Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was born in 1934 with a non-communicating sub-arachnoid cyst which was asymptomatic until 1952 when a hematoma was removed from the cyst. The report also stated that the patient had minor headaches until 1988. Reportedly, another manufacturer's shunt was placed in the cyst that did not have an anti-siphon but had a pressure release, in the abdominal cavity. The patient was experiencing headaches up until 2011 when the other manufacturer's shunt was removed and replaced with a strata ii valve on (B)(6) 2011. According to the report, the cyst was about 15% of the cranial volume and the cystic flow was likely to be osmotic and less than 3 or 4 ml/hr. Reportedly, no symptoms were present until (B)(6) 2014 in which headaches presented that were correlated with high cystic pressure. The report also stated that no other symptoms have surfaced but the headaches were getting worse. According to the report, it is believed that the valve itself is functioning properly and the headaches have been correlated with leg positioning and other lower body effects. The report stated that the headaches are very strong after an hour while sitting erect but are almost non-existent after hours of standing and that the pain is correlated with other things like abdominal and bladder contents. Reportedly, the shunt system has become symptomatic but not the fault of the strata ii valve. It was also reported that the ventricular and peritoneal catheters implanted with the strata ii valve were from another manufacturer. According to the report, the shunt system remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.